Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion sets tubing detachment events on (B)(6) 2025. The tubing got detached from tubing connector. The infusion sets were used for one day. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) MDR 3003442380-2025-16164- device 2 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.